Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a failure of osseointegration on (B)(6) 2012, resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.